Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that physician had approached that morning holding a used foley catheter (in a bag) that had broken, leaving a piece inside a patient, which then had to be removed in the office. Dr. Had wanted bard to be notified and stated that if someone wanted to examine the catheter to determine exactly where it had broken. Per follow-up response received via email on 08apr2026. It was reported that unfortunately since it took two months to receive a response they disposed of the used foley catheter. They do not have a lot number as they only had the used catheter and no box. The patient was not harmed however they did have to go in and fish out the broken pieces that was retained in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that physician had approached that morning holding a used foley catheter (in a bag) that had broken, leaving a piece inside a patient, which then had to be removed in the office. The doctor wanted bard to be notified and stated that if someone wanted to examine the catheter to determine exactly where it had broken.